Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that both t1 and t2 deployed at the same time. Both ts were removed from the patient. No patient injury reported. A backup device was used to complete the procedure.